Event description:
It was reported that the customer went to the emergency room for high blood glucose. The blood glucose reading was 600mg/dl. It was stated that the customer was treated with insulin drip. Troubleshooting was performed. The time and programming on the device were accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device alarmed motor error. Ran a displacement test and manual prime and the insulin pump passed the tests successfully. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.